Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited intermittent ventricular undersensing. It was suspected that the pause episodes were due to loss of tissue contact in the pocket. No intervention was reported. The patient was stable throughout.